Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 300 mg/dl. Customer called in stating that she needed replacement sets. The customer stated sticky circle got stuck in the serter and she thought it went in and had to push it in and cut the sticky circle out from the serter, must have not gone all the way in, because it woke her up with blood glucose around 300 mg/dl and the morning she had blood glucose of 400 mg/dl and did corrections using insulin pump. Customer declined to troubleshoot for high blood glucose. It was unknown whether the customer was using automode. The pump will not be returned for analysis.